Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6)2022 . On the same day after the procedure the microsensor was leaking minimal cerebrospinal fluid (csf). Therefore, the physician retrieved the microsensor and stop the monitoring. There was no other reported effect on patient.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - received catheter in a drainage tube, dirty did not come clean. Icp read 538. 3- the device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, we were unable to confirm the problem stated. No further investigation or corrective action is anticipated. Therefore, the complaint condition could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Possible root cause is: surgeon fails to check and secure all connections after placement; luer lock connections do not provide adequate seal.